Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported device expiration issue appears to be related to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a perforation in the first diagonal artery. A 2.8x19mm graftmaster stent was advanced toward the perforation. The stent system was inflated, the stent was implanted and the perforation was sealed. Use of the graftmaster did not cause or contribute to complications or adverse events. It was later noted that the device was past expiration when implanted. No additional information was provided.